Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2021. During the procedure, when the obturator was put into the anchor pocket and stretched to place the device. The internal bolster detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2021. During the procedure, when the obturator was put into the anchor pocket and stretched to place the device. The internal bolster detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The health care facility is: (B)(6). Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t percutaneous replacement gastrostomy tube was returned. Visual analysis of the device revealed that the molded internal bolster detached from the tube. The reported complaint was confirmed. During product analysis, remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The internal bolster detached upon distending the gastrostomy tube with the obturator rod. It is likely the device was received by the customer in good condition, however, procedural factors could have affected the device performance and its integrity. Based on the condition of the returned device, engineers determined that the failure mode was due to user technique or other procedural factors and force applied to distend the gastrostomy tube with the obturator rod during the procedure could have contributed with the event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.